Manufacturer narrative:
X-rays, surgical reports were received and will be reviewed as part of ongoing investigation. The lot number of the device was received. The device history records will be reviewed during investigation. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had a revision surgery due to a fall. In addition to that, blood measurements prior to surgery showed elevated levels of co &cr.

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. D10 concomitant medical products: cls spotorno, stem, 135 uncemented, 9.0, taper 12/14; catalog: 29.00.39-090; lot: 2170615. Metasul hd 28mm l 12/14; catalog: 19.28.07; lot: 2182534. Review of event description: it was reported that the patient had a metal-on-metal hip prosthesis implanted in 2003 and underwent a revision in 2020 due to a multifragmentary periprosthetic fracture of the proximal right femur with multiple osteolysis and posterior impingement of the components. Review of received data: x-rays: 10 dec 2003 - pelvis overview and second view of the right hip: there is a hip prosthesis implanted in the right hip. The inclination angle of the cup was measured and amounts to approximately 51°. The anteversion angle of the cup seems to be very high. (B)(6) 2005 - second view of the right hip: no changes. (B)(6) 2006 - pelvis overview: no changes. (B)(6) 2007 - pelvis overview: there are now hip prostheses implanted in both hips. No further changes. (B)(6) 2007 - pelvis overview: no changes. (B)(6) 2008 - pelvis overview and second view of the right hip: no changes. (B)(6) 2020 - pelvis overview, ap view and second view of the right hip: there is a periprosthetic femur fracture along the entire lateral side of the stem. The stem is loose and subsided. Osteolytic bone changes can be recognized along the entire medial side of the stem and possibly in the femur fracture fragment. The second view shows a radiolucent gap between the posteromedial side of the stem and the cortical bone. The latter shows some osteolytic bone changes. Letter from the surgeon dated (B)(6) 2020: the obese patient, who is in a cognitive and in general reduced condition, suffered a periprosthetic fracture of his proximal right femur as a result of a tripping fall. Preoperatively, an elevation of chromium in blood was detected (cr 6.4 ¿m/l, co 1.7 ¿m/l). The patient died on (B)(6)2020 as a result of broncho-aspiration. Note of the author: the given height and weight of the patient results in a bmi of 45.2 which can be classified as obese class iii according to the bmi scale (bmi = 40.0) [1]. Lab report: whole blood samples taken on (B)(6) 2020. Cobalt 28 nmol/l (reference < 66 nmol/l). Chromium 123 nmol/l (reference < 75 nmol/l). Revision report of (B)(6) 2020 performed by dr. Wahl at kantonsspital winterthur: diagnosis: multifragmentary periprosthetic fracture of the proximal right femur type ucs b3 with multiple osteolysis and posterior impingement of the components after implantation of a cementless total hip prosthesis (thp) with a metal-on-metal articulation. Indication: the severely obese patient suffered a periprosthetic fracture of the proximal femur on the right side the day before. The cortical bone of the femur is thinned, with very probable intramedullary osteolysis. Technical procedure: when the fracture is exposed, it is seen that it extends laterally as expected. In the trochanteric region, the fracture is completed posteriorly with the oscillating saw in order to be able to mobilize the trochanteric fragments anteriorly in the sense of a transfemoral approach. The tip of the trochanter was already fractured. The osteolysis in the proximal femur is debrided and samples are taken for microbiological and histopathological examination. The stem is loose and can be removed without instrumentation. The insert is removed with the help of a chisel. Except for some smaller delaminations of the polyethylene in the area where the stem neck impinged the insert is inconspicuous. Further the revision report documents the steps to prepare the hip joint and implant new prosthesis components (durasul alpha insert, biolox delta head and wagner sl stem). Product evaluation: visual examination: in the as-received condition the metasul head was still mounted on the cls stem. The parts were disassembled for further investigation. Before the disassembly the stem to head position was marked. Revision damage in the form of scratches, cuts and a chisel mark can be seen on the metasul alpha insert on the anchoring side of the insert there is a set of indentations from the shell¿s fixation spikes, marks from the shell¿s contour (fin and marking) and an area with slight backside changes which is slightly yellowish discolored. The pole pin is slightly damaged. On the articulation side of the insert, the polyethylene rim shows an area that is slightly pressed-in and deformed outwards. Adjacent to this the bevel and the rim of the polyethylene liner close to the metasul inlay are slightly deformed outwards as well. In this area on the metasul inlay smearing can be recognized on the rim on approximately 25 mm of its circumference and the bevel of the spherical calotte is worn. Approximately opposite to this area, the metasul inlay shows an approximately 10 mm smearing on top of the rim. Further the rim of the polyethylene exhibits small areas of subsurface cracks and the polyethylene is damaged due to a cut close to the inlay. On the articulation surface of the metasul inlay a grey-bluish area can be observed on the spherical calotte. Numerous fine scratches are visible on the entire articulation surface of the inlay. Closer inspection of the articulation surface with a low power microscope (leica mz16 a) revealed that the grey-bluish area consists of denser scratches and organic deposits. On the articulation surface of the metasul head a complete borderline between the loaded and unloaded area is visible. On one side of the head, organic deposits and an area with short stripes can be recognized along the unloaded side of the borderline. Around the head¿s pole, smeared material and a matt greyish area can be noticed in the loaded area. The articulation surface of the head was investigated under the light microscope (nikon epiphot) at 200-times magnification with differential interference contrast (dic). As already visible by the naked eye, the borderline between the loaded and the unloaded area that is covered partially by organic deposits is well recognizable. It could be detected that in the area with short stripes, the latter are indentations. The matt greyish area consists of micropits probably combined with smeared material. In the loaded area without micropits, fine scratches can be recognized and the carbides, which protruded slightly in the original surface state, are leveled. The original surface state with slightly protruding carbides is still visible in the unloaded area. The head taper is inconspicuous. The cls stem shows some bone attachments on the posterior side and on the anterior distal half of the anchoring surface. The proximal part of the taper surface is dark discolored. On the posterior side, the distal end of the taper surface exhibits an elliptical notch of approximately 7 x 2 mm in size. Wear measurement the wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva. The total linear wear value is 70.5 ¿m for the head which results in an annual wear rate of 4.4 ¿m. For the metasul inlay the wear map shows two wear zones, one located at the worn bevel and one located close to the grey-bluish area on the spherical calotte. The wear zone located at the worn bevel was favored and the total, linear wear value was determined to be 156.7 ¿m resulting in an annual wear rate of 9.7 ¿m. Due to the measuring method it is not possible to measure the entire articulation surface of the insert. The measurement only covers the surface from the center of the component up to 80°. Thus, due to its position the wear zone could not be measured entirely. Therefore, the wear value indicated above does not reflect the complete amount of wear. For a metasul-pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 ¿m / year per pairing was found (1). Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 ¿m / year per pairing (2). Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: the hip prosthesis had to be revised after 16 years and 1 month in vivo due to a periprosthetic fracture of the proximal right femur as a result of a tripping fall. The indication section of the revision report states that the cortical bone of the right femur is thinned, with very probable intramedullary osteolysis. The x-ray follow-up at hand shows that from implantation in 2003 until 2008 no osteolytic bone changes occurred in the right femur. In the pre-revision x-ray taken in 2020, osteolytic bone changes could be recognized along the entire medial side of the stem and possibly in the femur fracture fragment. From 2008 until 2020 there are no x-rays available and therefore it stays unknown when the osteolysis started to develop. The appearance of the articulation surface of the metasul inlay points to a rim loading situation. The latter is influenced by the position of the implants (mostly cup inclination and anteversion). The x-ray follow-up shows that the cup was implanted with a relatively high inclination and anteversion angle that did not change over the entire time in vivo. This position triggered a subluxating situation and a rim loading situation developed. This led to the worn bevel of the metasul inlay, the smearing on the rim and the deformation of the polyethylene rim as well as the phenomena observed around the pole region of the head. Further, an impingement between the stem and the rim of the metasul inlay could occur. The repetitive contact between these parts resulted in the notch on the stem and smearing on the inlay. Compared to [2] the annual wear rate measured on the metasul pairing can be considered elevated. However, due to the position of the wear zone of the inlay the wear area close to the bevel could not be measured completely. The lab results from (B)(6) 2020 reported a cobalt level of 28 nmol/l and a chromium level of 123 nmol/l in the patient¿s blood. For cobalt, the measured value is below the reference range indicated in the lab report while chromium is outside this range. The above described situation would be a possible source for these reported levels. Considering the overall situation, it could be hypothesized that the wear of the articulation surfaces could have contributed to the osteolysis in the femur. A histology report that could confirm this is not at hand. The osteolysis in combination with the patient¿s condition and the tripping fall probably led to the periprosthetic fracture of the femur. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). References: (1) wikipedia body-mass-index accessed on 26 oct 2021, https://en.wikipedia.org/wiki/body_mass_index (2)rieker cb, schoen r, koettig p, shen m, krevolin j, 2006, in-vitro versus in-vivo analysis of metal-on-metal articulations, abstract 7892 of the 5th world congress of biomechanics, jul 29-aug 4, munich, germany, journal of biomechanics 2006; vol. 39 suppl. 1, p. 120.